Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on october 8, 2019 and the evaluation was conducted on december 18, 2019. The cannula and hemopro 2 were returned. The device was evaluated for damaged jaws. Signs of clinical use and evidence of blood were observed on both devices. The cannula was observed to be intact with no visual defects observed. Small amounts of tissue and charred blood were observed on the heating element. A visual inspection determined that the heater wire was slightly flexed away at the center from the hot jaw. The wire remained in place at the base and tip of the jaws. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed. Specific actions for the reported failure mode material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.